Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02032.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the distal end of the jet7 broke inside the patient's body. It was reported that the neuron max used with the jet7 was kinked which may have caused damage to the jet7. The physician was able to retrieve all the pieces of the jet7 from the patient's body. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.